Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On 04/24/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/11/2017 a medtronic representative, following-up at the site, confirmed the reported issue could not be replicated and no further issues have occurred. On 05/18/2017 software engineering analysis of logs reviewed, provided no additional insight regarding the unexpected exit in the instruments task.

Event description:
A medtronic representative reported that a site's navigation system exited the spine software on its own. The navigation system was booted and waiting on the instruments page when the medtronic representative left the room, upon return, found the navigation system on the logo page. After entering the spine software a second time there were no more issues. The medtronic representative confirmed all cables were fully seated. Issue resolved. There was no patient present when this issue was identified.